Event description:
Complainant alleged that while attempting to defirbillate a patient (age & gender unknown) the device failed to discharge at 200 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was no adverse effect to the patient due to the reported malfunction. The device was removed from service and tested at the customer's biomedical facility and the reported malfunction was not duplicated.